Manufacturer narrative:
Customer reported system alarm issues. No tamper seal was broken but the device was chipped out on lower left front corner of top case. Battery not working found on ehl. Pump motor drive off post was found at power up due to the battery was not working. Unable to determine what caused the problem. Replaced battery and performed pm maintenance and all functional testing.

Event description:
It was reported that the device had a system alarm problem. No patient injury was reported.

Event description:
It was reported that the device had a system alarm problem. No patient injury was reported.

Manufacturer narrative:
Customer reported system alarm issues. No tamper seal was broken but the device was chipped out on lower left front corner of top case. Battery not working found on ehl. Pump motor drive off post was found at power up due to the battery was not working. Unable to determine what caused the problem. Replaced battery and performed pm maintenance and all functional testing.